Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Additional observation not reported was that the instrument was found with thermal damage at the yaw pulley. Black char marks were observed. The known common cause of this failure is mishandling/misuse. The electrical continuity test still passed and there was no insulation damage observed to the conductor wire. Additional observation not reported was that the laser mark on the housing were faded and illegible. Root cause is attributed to manufacturing. Instrument was placed on system and passed the recognition and engagement test. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and performed grip function successfully. The grip bumper test and the energy activation test passed. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported there was an unknown issue with the fenestrated bipolar forceps (fbf) instrument. There was no reported injury or harm.